Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized. For the event. The cause and treatment of peritonitis was not reported. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was unknown. No additional information is available.